Event description:
It was reported that the customer was unable to clear a screen on her insulin pump. The caller did not know the blood glucose reading. The caller stated that the customer held the act button to fill the tubing, but the numbers did not come on the screen. She noted that insulin was "squirting out" during the manual prime process. Advised the customer to attach a new infusion set and reservoir to restart the priming process. The caller stated that insulin did not continue to drip after letting of the act button. She stated that the motor did not slow down nor did numbers ramp up on the screen. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a missing battery tube spring. The rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests could not be performed and no keypad anomaly could be verified due to the blank display. The drive support cap was inspected and no anomaly was noted. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.